Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] wanted to have these inserts removed because she has been menopausal for a year [menopausal] suffers from rheumatism [rheumatism] suffers from bladder and sphincter problems [bladder disorder] suffers from bladder and sphincter problems [detrusor sphincter dyssynergia] case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. B44008). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), menopause ("wanted to have these inserts removed because she has been menopausal for a year"), rheumatic disorder ("suffers from rheumatism"), bladder disorder ("suffers from bladder and sphincter problems") and detrusor sphincter dyssynergia ("suffers from bladder and sphincter problems"). The patient was treated with surgery (retrograde adnexectomy performed with bilateral cornectomy & essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, detrusor sphincter dyssynergia, menopause, pelvic pain and rheumatic disorder to be related to essure administration. The reporter commented: wanted to have these inserts removed because she has been menopausal for a year and suffers from rheumatism, bladder and sphincter problems, and pelvic pain. All of these symptoms could be caused by essure inserts. Inserts sent for anatomopathological analysis. Batch no. B44008, production date:2013-06-21, expiration date:2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-sep-2024: quality safety evaluation of ptc. Further company follow-up with the pharmacist is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. B44008). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), menopause ("wanted to have these inserts removed because she has been menopausal for a year"), rheumatic disorder ("suffers from rheumatism"), bladder disorder ("suffers from bladder and sphincter problems") and sphincter of oddi dysfunction ("suffers from bladder and sphincter problems"). The patient was treated with surgery (retrograde adnexectomy performed with bilateral cornectomy & essure removal). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, menopause, pelvic pain, rheumatic disorder and sphincter of oddi dysfunction to be related to essure administration. The reporter commented: all of these symptoms could be caused by essure inserts inserts sent for anatomopathological analysis. The most recent follow-up information incorporated above includes data received on: 21-aug-2024: reporter forbid contact marked as yes. Further company follow-up with the pharmacist is not possible. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. B44008 not valid). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), menopause ("wanted to have these inserts removed because she has been menopausal for a year"), rheumatic disorder ("suffers from rheumatism"), bladder disorder ("suffers from bladder and sphincter problems") and sphincter of oddi dysfunction ("suffers from bladder and sphincter problems"). The patient was treated with surgery (retrograde adnexectomy performed with bilateral cornectomy & essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, menopause, pelvic pain, rheumatic disorder and sphincter of oddi dysfunction to be related to essure administration. The reporter commented: all of these symptoms could be caused by essure inserts inserts sent for anatomopathological analysis. (B)(4) not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-aug-2024: quality safety evaluation of ptc. Further company follow-up with the pharmacist is not possible. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.